Manufacturer narrative:
The local area field representative was contacted for additional information regarding event cause and resolution. At this time, no further information is available. Should additional information become available this report will be updated.

Event description:
It was reported that the left ventricular (lv) lead of this cardiac resynchronization therapy defibrillator (crt-d) system exhibited non-capture with lv threshold measurements higher than the programmed output. There was no evidence of greater than two seconds of asystole. This lv lead remains in service, and will continue to be monitored. No adverse patient effects were reported.